Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. The patient uses tandem tslim in modified closed loop. According to the patient, on (B)(6) 2025, had the flu and experienced vomiting while the cgm was 69 mg/dl. The patient was unable to perform a fingerstick to check her bg levels due to her symptoms. The patient¿s son took her to the hospital and a fingerstick was performed in the emergency room (ER), bg was 600 mg/dl while the cgm is 40 mg/dl. The patient passed out and was taken to the intensive care unit where she was treated with unspecified intravenous fluids along with basal and bolus insulins. The patient was discharged after being in the hospital for 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the onset of symptoms. The reported glucose values fall within the d zone of the parkes error grid when the patient lost consciousness. There were no values provided to search within the parkes error grid calculator after the patient was treated. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.